Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. A device history record review for model#: 2426-0500 lot number: 20073325 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Investigation conclusion: the customer complaint that IV tubing sets leaked could not be verified due to the product not being returned for failure investigation. Root cause description: the root cause of this failure could not be identified without a failure investigation. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 2 as lvp 20d dehp 3ss cv sets leaked. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, "I have received two more sets of IV tubing that leaked."